Manufacturer narrative:
Investigation: based on a photo of the values displayed by the machine: the patient received 410 ml of anticoagulant with the procedure, so the fluid balance of the patient would be (B)(6) 40 mls. The maximum final total blood volume (tbv) is within the safety limits of (B)(6) tbv. If rinseback had been performed, the patient would have received 263 ml of fluid, causing a fluid balance of (B)(6) 223 ml, also within the (B)(6) tbv limit. Root cause: the root cause of the fluid discrepancy was determined to be a partial occlusion of the collect line. The cause of the occlusion was not able to be determined.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site. The machine passed all pm specifications for the pumps and valves. The reported problem could not be duplicated during checkout. The machine was returned to service. A saline run was performed at terumo bct to try to duplicate this issue. It was determined the most likely cause of this event was that the return side of the collect line going through the collect valve assembly was only partially occluded in the valve allowing the extra volume of fluid to go up to the collection bag. The device was able to pass prime without any reported alarms; therefore the partial occlusion of the collect line cannot be determined. An analysis of reports for the machine indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing a mononuclear cell (mnc)collection procedure. Approximately 94 minutes into the procedure, they noticed that the collected product volume was higher than the expected volume displayed on the cobe spectra machine. Per the customer, the total volume collected during the procedure was 300ml. The machine displayed the collected volume as 84 ml. The rn stopped and ended the procedure. No medical intervention was required for this event. The collection could not be used and the patient had to return for another collection. The patient is reported in healthy condition and the patient was not remobilized. The customer declined to provide patient identifier and age.